Event description:
Report received indicated that the pt reported open, weepy skin under 100 percent of the 1-piece drainable pouch in the left lower quadrant. The pt experienced the condition during an unk period prior to complaint receipt. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Unk. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.